Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the sensor failed. After the sensor failed, the patient needed to urinate a lot and then kept vomiting and could not keep fluids down. She was unable to check her glucose or adjust her insulin intake for her closed loop camdiab system and was not sure how much insulin had been given by the pump. She called the emergency number and was advised to go to the hospital. She went to the hospital by herself and was diagnosed with 'premature diabetic ketoacidosis (dka).' She stated that she was given insulin to bring down the ketosis. She stated that she ended up with very high glucose values, but no values were provided. At the time of the report she was fully recovered. No product or data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.